Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent upon completion of investigation if device is received.

Event description:
According to the reporter, during a sleeve gastrectomy, the device started to fire, but then suddenly stopped. A new reload was loaded, but the same event occurred. A new device was used and the incomplete staple line was restapled. The surgery was completed. There was no injury or adverse event reported.